Manufacturer narrative:
Evaluation is in progress but not yet concluded

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the unit intermittently did not work. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the customer's centrifugal drive motor to start up continually in ambient and cold temperatures. The pump was powered off and on over 20 times and the pump never failed to start up.

Manufacturer narrative:
The reported complaint could not be confirmed. The service repair technician could not duplicate the reported issue. The unit operated to the manufacturer's specifications throughout the evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.